Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic pulmonary valve, the guidewire was unable to be inserted into the right pulmonary artery and the guidewire had to be inserted into the left pulmonary artery for deployment making it difficult to visualize. During deployment of the valve, the deployment position was more proximal than planned. It was reported that the outflow was caught on the septum, and when the physician, tried to adjust the position by pulling it, the whole system was pulled quite a bit. Subsequently, the valve was re-sheathed and withdrawn using a non-medtronic (dryseal) sheath. After further discussion, the delivery catheter system (dcs) was used to implant the valve again. Subsequently, a clot in the dcs was observed at the capsule tip. Flushing of the dcs was performed. The clot could not be removed. The system was withdrawn. The valve was thoroughly cleaned with saline containing heparin. The valve was loaded on a new dcs. Re-implantation was performed. At this time, activated clotting time (act) met the standard value at 270 seconds and was measured every 30 minutes. Prior to the second deployment, an increase in the st interval lasting about 15 minutes was observed. The valve was implanted in a supra-annular position. No paravalvular leak (pvl), no pr interval, and good hemodynamics were observed. A post-operative coronary angiography and pulmonary angiograph y was performed. Coronary artery occlusion and a pulmonary embolism were ruled out. Per the physician, it was determined that the st change was not caused by a thrombus, the valve or the valve implant depth. Of note, the patient did not have any pre-existing coagulopathy issues. The procedure lasted approximately 3 hours. No adverse patient effects were reported. Additional information was received indicating that the valve was under-expanded during deployment. According to the physician, stenosis at the patient's annulus was a causal/contributing factor of the under-expansion. It was also reported that the valve was conforming to the patient's anatomy.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: conclusion: harmony valve with initial deployment from the lpa demonstrated constraint of the rows 1 and 2 most likely secondary to the septum/lpa fold. Once rows 1 and 2 opened anteriorly was constrained and posteriorly opened more toward the annulus more proximally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.